Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a interface cable, image acquisition system (ias) computer and power switching board were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, on behalf of a site biomedical engineer, the pendant of the imaging system was getting stuck in system booting screen. There was no patient present at the time of the issue.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power switching board for the imaging system was returned to the manufacturer for evaluation. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer of the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The suspect computer was returned for evaluation. Analysis found that the complaint as confirmed. The operating system continued to cycle through boot up, but never completed. Audible cyclic click sounds from the hard drive disc and no hard drive disc led light. A computer hard drive malfunction was confirmed.